Event description:
The device was received at service repair. Upon first investigation, the rondo 3 had a broken housing and residue of a liquid.

Manufacturer narrative:
Conclusion: according to the information received from the field the rondo 3 audio processor was not functioning. Device investigation revealed a broken housing and a residue of a liquid was found. The residue could not be identified as a leaking battery. The damaged housing was likely caused by excessive mechanical stress. This is a final report.

Event description:
The device was received at service repair. Upon first investigation, the rondo 3 had a broken housing and a leaking battery.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.